Manufacturer narrative:
Complaint statement (B)(4). Received 106 pcs 454334/a21074ee for evaluation. Received customer pictures. The material/batch expired july 12, 2022. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations. During the entire manufacturing process, no abnormalities were observed that affect the function of the tubes. Unfortunately, with the customer returned samples being past expiration upon receipt, conclusive results were unable to be gathered. Previous testing for this material/batch, prior to expiration, was within specification. The cause of the event cannot be determined.

Event description:
Customer states tubes will not draw blood properly.